Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 51 mg/dl. The customer reported changing the reservoir twice today and getting low readings. The customer has treated the low blood glucose level with food and a candy bar. The customer's current blood glucose level was 234 mg/dl and has treated with food. The customer did troubleshooting for the insulin pump, however was unable to complete the displacement test. The insulin pump will not be returned for analysis.